Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was discovered that the power line fuses were open. The fuses were replaced and the issue was resolved. The open fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system line power light was not illuminated. There was no patient present when this issue was identified. No additional information was provided.